Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no delivery. The customer stated that the insulin pump would not deliver insulin and his blood glucose went up to 398 mg/dl and the most recent reading was 420 mg/dl. No mention any form of treatment for the high blood glucose readings. Customer stated that he would wake up with no delivery and at times motor error alarm. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also stated that the insulin exits with the manual prime. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan and was advised of the after email care. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The information provided in section d2 was incorrect with the initial report. The correct information has been provided with this report.